Manufacturer narrative:
The pump was received with high stop/idle current due to a short at the lcd driver board. No unexpected off no power alarm noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report multiple battery issues on the insulin pump. Customer called to report that the insulin pump alarmed low battery and off no power alert. Customer's blood glucose reading ranged from 136 to 150 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Replacement product is being sent.

Manufacturer narrative:
The information provided for the date of this report was incorrect with the initial medwatch report. The correct date had been updated with this report.